Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product and deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, opening curved on posterior and yellow particles outer device leak test and microscopic analysis was performed which identified: sharp opening on posterior, striated opening on anterior and posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A striated opening on anterior and posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.